Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient has a faulty battery in their back and are supposed to have it replaced tomorrow. Caller stated that insurance is charging a co-pay and they are wondering who the patient talks to about the financial burden as the faulty battery is medtronic's. When asked for an event date; caller reported the patient has been worrying for a couple of months and have been trying to correct the implant but it just keeps malfunctioning. Caller followed up saying that the issue started longer than 2 month ago but the patient has troubles charging the implant and that should show in the records..